Event description:
On 10/07/1997 the pt underwent surgery. The dr used davis & geck 3-0 dexon sutures as part of the surgery. Pt underwent a second procedure on 10/27/97 to replaced these sutures. Reason for replacement was listed as "all knots in sutures had come untied." Five throws were placed in each suture.